Event description:
It was reported that the customer's insulin pump alarmed motor error. It was stated that the device was not exposed to a high magnetic field. The alarm was cleared and the displacement test was performed, but the test failed. No further information was provided.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.